Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The first perclose proglide (part#12673-03/lot # 920416h) is being filed under a separate manufacturer report number. The device was received. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation noted that the plunger, suture, link, needles, and cuffs were not returned with the device. Inspection of the returned device revealed no needle strike mark at the posterior foot to suggest possible needle deflection that could result in the posterior needle striking the foot instead of engaging with the cuff during needle deployment. No abnormal observations that could contribute to the reported experience of failure to deploy were found. During lab testing, a proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. Based on our investigation, the device performed according to specification and a root cause related to the reported event could not be determined. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
A report was received involving two proglide devices. It was reported that the devices failed to deploy in the right common femoral artery (rcfa) after a diagnostic procedure. Hemostasis was achieved with manual compression. There were no adverse patient effects. Though requested, no additional information was provided.